Event description:
It was reported that during atherectomy procedure to treat 90% stenosed severely calcified right coronary artery (rca) using a diamondback 360 coronary orbital atherectomy device (oad), while navigating the device through a severely calcified narrow vessel segment, the crown detached. The crown likely became stuck within the severely calcified lesion during ablation. This led to mechanical failure or loss of function. It remained stuck within the artery and could not be moved. To retrieve the detached crown, the guidewire of the device had to be cut and pulled out manually. The length of the fractured portion was about 5 mm. However, the distal tip appeared to be intact without direct damage. The physician opted for a non-abbott device to treat the lesion, however, the non-abbott device became entrapped within the calcified vessel. Following the successful retrieval of the device, the procedure was discontinued, and no further intervention was performed. There was no delay or adverse patient effects that occurred during the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.